Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the physician was unable to extend the helix. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.